Event description:
Terumo Medical Corporation received the following information: It was reported that the common femoral artery (CFA) was accessed accidentally during a transcarotid artery revascularization (TCAR) procedure. They continued with the TCAR without any issues. To close the common femoral artery (CFA), an Angio-Seal was advanced and after going through the steps for deployment, the anchor was set and then the device pulled, everything came out. After the issue with the Angio-Seal pressure was applied. No other known side effects. The physician reported that a 6Fr sheath was used. No difficulties were encountered during wire or sheath insertion. The sheath itself was not utilized during the procedure, however, was placed to prevent bleeding while the team performed the TCAR procedure. There were no issues with device insertion. The entire device was removed from the patient's body. Although it was believed that the anchor had been deployed, when the device was pulled to "sandwich" the arteriotomy, the entire device was withdrawn. The clinical team believes the anchor never exited the delivery sheath and reported that they could still visualize it within the sheath. The estimated blood loss was less than 250 cc. Based on the information provided, he procedure was completed through the common carotid access indicated for the TCAR procedure. Hemostasis at the common femoral access site was achieved with manual pressure, and the patient was reported to be stable following the procedure.

Manufacturer narrative:
A1: Patient Identifier: Requested, not provided due to hospital policy.A2: Age & Date of Birth: Requested, not provided due to hospital policy.A3a: Sex: Requested, not provided due to hospital policy.A4: Weight: Requested, not provided due to hospital policy.A5: Ethnicity: Requested, not provided due to hospital policy.A6: Race: Requested, not provided due to hospital policy.D6a: Implanted Date: Device was not implanted.D6b: Explanted Date: Device was not explanted.E3: Occupation: RT (R) / Tech.The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.